Manufacturer narrative:
Visual inspection: the complaint samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination according procedure. Md01-003 rev. 102. No abnormality were detected during visual inspection in none of the samples. Functional test: the complaints sample was tested using the cadd pump legacy to prime the devices as instruction of use as10009856-003 indicate. No difficulty was detected during the priming and no alarms were activated; the water could pass through the whole devices; thus, the failure mode reported is not confirmed.

Event description:
It was reported that the patient that was using these pumps reported the alarms of the reservoir volume and cartridge error. No patient injury was reported.